Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering and they experienced high blood glucose level of 200 mg/dl. Mentioned issue had happened before but it was getting worst. Customer stated when the reservoir got down to 50 units or lower. Mentioned he need to take double the insulin for his blood glucose get back range. Spouse of customer had done the troubleshooting for the issue but he still had same issues. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The drive support cap appears normal. No harm requiring medical intervention was reported. Reservoir will not be returned for analysis. The insulin pump was returned for analysis.